Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals were counterfeit, and there was a missing portion of the bottom case seal. All corners of top case were chipped out and there was a cracked right plunger case. A review of the pump event history log found evidence of motor not running. Functional testing using the occlusion test identified motor not running at the beginning of the test. The cause of the reported problem was due to misalignment of the main board due to pump being dropped or mishandled by customer. To resolve the problem, the main board was realigned, the worm gear, lead screw and clutch halves were replace for normal wear, and motor bracket had an upgrade. In addition, preventive maintenance was performed. Additional information b5, h3 and h6., corrected data: correction d1.

Event description:
Additional information received by the user facility indicated that the pump was picked up in the spot where the staff put broken equipment. As there was no unusual occurrence report reference number, the reporter deduced there was no patient involvement or injury.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running. No adverse effects were reported.